Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was putting grounding sheets on their bed and said it kept shocking their hands and they didn't know if it was from the stimulator or the grounding mat. The patient said the grounding sheets weren't even plugged in. When asked, the patient confirmed all the outlets in their house were properly grounded. It was reviewed with the patient that there was no testing on grounding pads/sheets, and the patient checked the grounding company website for any warnings/contraindications, however they didn't see anything listed. A google search was also conducted, and general electromagnetic interference (emi) information was reviewed with the patient. The patient stated they would turn the implant off before they used it.